Event description:
It was reported that the patient was experiencing pain. No device malfunction was suspected. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred in 2011. Explant date: 2011. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: 128465/127066.